Event description:
The article, "the north europe hostile access tavi (northostavi) registry", was reviewed. The article presented a retrospective, multicenter study to perform a head-to-head comparison of various endovascular alternative access routes and the transfemoral (tf) approach prepared by peripheral angioplasty with respect to the procedural outcome in patients undergoing transcatheter aortic valve implantation (tavi). Devices included in the study were corevalve/evolut, sapien, portico/navitor, and acurate. The article concluded northostavi (north europe hostile access tavi) registry showed that in patients with hostile iliofemoral anatomy, tavi via various endovascular transarterial access route is efficient and safe. [The primary and corresponding author was joelle kefer, division of cardiology, cliniques universitaires saint-luc et pôle de recherche cardiovasculaire, institut de recherche expérimentale et clinique (irec), université catholique de louvain (uclouvain), brussels, belgium, with corresponding email: joelle.kefer@uclouvain.be] the time frame of the study was from november 2009 to june 2024. A total of 531 patients were included in the study, of which 136 (26%) received an abbott device. The average age was 81 years and the majority gender was male. Comorbidities included atrial fibrillation, coronary artery disease, prior myocardial infarction, prior coronary angioplasty, prior coronary artery bypass graft, chronic lung disease, diabetes, mediastinal radiation, porcelain aorta, chronic renal failure, prior stroke, prior pacemaker, prior aortic valve surgery, and bicuspid aortic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, prior myocardial infarction, prior coronary angioplasty, prior coronary artery bypass graft, chronic lung disease, diabetes, mediastinal radiation, porcelain aorta, chronic renal failure, prior stroke, prior pacemaker, prior aortic valve surgery, and bicuspid aortic valve. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-dilatation), stroke, renal failure, bleeding; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the north europe hostile access tavi (northostavi) registry.